Manufacturer narrative:
The investigation conducted by field service engineering was unable to replicate the vision issue experienced by the customer, as functional testing of the system found that the system powered on with no issue noted and the 3d vision through the left and right eye of the high resolution stereo viewer was good. The fse power cycled the system and kept the system power on for 1 hour and no issues were noted. However, review of the site system log found intermittent occurrences of system error code 45312. The fse concluded that the system error code was likely associated with the camera head, the camera cable, the video input output processor board (vio), and/or the system video processor printed assembly (svp pca) board and were all replaced as a precaution. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The s5vp pca is the video processor for the system which creates the display for the hrsv. System error code 45312 appears when the da vinci si system detects a loss of one or both surgeon's video inputs. Upon determining this condition, the safety system puts the da vinci si in the non recoverable safe state. Isi has made several attempts to verify additional information concerning information concerning the reported incident; however, no additional information was provided. If additional information becomes available, a follow-up medwatch report will be submitted to the FDA. As of (B)(6) 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the right eye image through the high resolution stereo viewer (hrsv) on the surgeon side cart (ssc) was dark. With the assistance of an isi technical support engineer, the site checked all of the system cables and the site found no issues. The tse instructed the site to verify if the camera control unit (ccu) was on. The site confirmed that the ccu was on. The tse asked the site if the surgeon was able to visualize icons through the hrsv. The site indicated no and that the image through the right eye of hrsv was black. Unable to resolve the issue, the surgeon made the decision to abort the planned surgical procedure. No other information was provided. No patient harm, adverse outcome or injury was reported.